Manufacturer narrative:
(B)(4). (B)(6). The device was discarded, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a large chemotherapy spill during infusion. The chemotherapy was leaking from the lowest access luer lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received and evaluated. Visual inspection of the photograph did not identify a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.